Event description:
Approximately 30 minutes post successful gore tag thoracic endoprosthesis implant, it was noted the patient had no pulse in their right leg. Immediately a reintervention was performed to insert a guidewire thru the original incision and pull a clot out of the leg. This procedure resolved the missing pulse, the patient is currently doing well.